Manufacturer narrative:
Concomitant medical products: product ID: bi30000286, serial/lot #: none, ubd: unk, UDI#: unk. : a medtronic representative went to the site to test the equipment. Testing revealed that the door switch assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) could not close the door completely. There was no patient present when this issue was identified.